Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was implanted today. Caller reports the lead connectivity was all green, but when she did the electrode impedance, she is seeing the avoid on electrode 8 and 9. Caller reports physician than swap the lead to the other header block, now the avoid is on electrode 0 and 1. Caller reports in recovery, electrode impedance shows: reference 02: 6450 ohms8: 6850 ohms9: 6500 ohms. Re-check the electrode impedance: reference 08: 7050 ohms9: 6250 ohms2: normal impedance. Reference 82: 9480 ohms9: 10320 ohms. Reference 92: 8830 ohms8: 10320 ohms. Reviewed impedance. Cause was not determined. Avoided elevated impedance and programmed around. Unknown if issue has been resolved.